Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2005: (B)(6) medicine. (B)(6). Emergency room visit. Presents with pain in right upper quadrant abdomen that started at 3 am. Constant and sharp. Nausea/vomiting. Past medical history. Cervical cancer status post hysterectomy. Social history: tobacco. Exam: gastrointestinal: bowel sounds present, soft. Right upper quadrant tender to palpation. Impression/plan: abdominal pain. Condition at discharge: stable. Feels better. Discussed the possibility of biliary colic with patient. On (B)(6) 2005: (B)(6) medicine. Terrence demos. Radiology-abdominal series: chest x-ray, upright, supine and left lateral decubitus abdomen. Indication: right upper quadrant pain. Numerous surgical clips overlie the pelvis. Impression: nonobstructive bowel gas pattern, no intraperitoneal free air. On (B)(6) 2005: (B)(6) medicine. Nurse notes. Weight 295 lb, bmi 48.34. On (B)(6) 2005: (B)(6) medicine. (B)(6). Emergency room visit. Presents with onset of periumbilical abdominal pain and vomiting this am while getting ready for work. Some constipation for last several weeks but bowel movement this am. Past medical history: uterine cancer 1998, recurrent abdominal hernia, status post hysterectomy, gastroesophageal reflux disease. Exam: gastrointestinal: bowel sounds positive, soft. Diffuse mid-abdominal tenderness with some voluntary guarding. Condition at discharge: stable. Patient decided she did not want to wait for ultrasound. Understands risk of inflamed gallbladder, lack of diagnosis. Will follow up with her doctor for ultrasound and further work up. On (B)(6) 2005: (B)(6) medicine. Nurse notes. Patient signed against medical advice paperwork. Discharge instructions given. On (B)(6) 2005: (B)(6) medicine. Richard mccarthy. Radiology-CT abdomen/pelvis with contrast. Indication: epigastric pain started this morning. History of hernias. Evaluate for appendicitis or diverticulitis. Status post hysterectomy. There is a focal soft tissue mass in the subcutaneous fat immediately anterior to the peritoneum. There is a focal hernia to the right of the mass containing fat. No bowel is herniating at this level. There are surgical clips in the anterior abdominal wall in this region and extending into the left lower quadrant consistent with history of hernia repair. There is a fat containing hernia in the left lower quadrant extending through the left rectus abdominis muscle, possibly through a previous hernia repair. No bowel is herniating through this region. There is a right lower quadrant spigelian hernia containing a loop of nondilated small bowel. No evidence for bowel obstruction or incarceration. Surgical clip identified within the hernia sac. Multiple surgical clips throughout the pelvis. Impression: multiple abdominal hernia. There is a right lower quadrant spigelian hernia containing a nondilated loop of small bowel. No evidence for bowel obstruction or incarceration. There is a periumbilical fat containing hernia with adjacent extraperitoneal soft tissue mass, likely related to previous surgical incision. There is a left lower quadrant fat containing hernia extending through the left rectus abdominis muscle. This may be herniating through previous hernia repair as there are surgical clips in this region. Scattered colonic diverticulosis without CT evidence for diverticulitis. No evidence for bowel obstruction. Apparent high density in the gallbladder neck may represent gallstones. Recommend further evaluation with right upper quadrant ultrasound as clinically indicated. Soft tissue mass in anterior abdominal wall is most likely extensive scar tissue related to previous surgery. However clinical correlation and follow-up should be considered to insure stability of this area to exclude other pathology. On (B)(6) 2006: (B)(6) medicine. (B)(6). Radiology-acute abdomen series. Indication: abdominal pain, vomiting. Impression: no evidence of bowel obstruction or free intraperitoneal air. Equivocal ¿string of pearls¿ sign in the left midabdomen seen on the upright view only. On (B)(6) 2006: (B)(6) medicine. (B)(6). Emergency room visit. Presents with abdominal pain. Has pain in upper abdomen and the left. She feels a knot on this side. No fevers. Exam: gastrointestinal: soft, tender right upper quadrant, epigastric and palpable hernia-ventral on the left-lower quadrant-tender, positive bowel sounds. Impression/plan: abdomen pain, rule out obstruction due to previous surgeries and this pain versus gastroesophageal reflux disease. Will evaluate and reassess. Patient with evidence of bowel obstruction on CT scan with hernias. Will place nasogastric and foley. She will go to surgery. Going to surgery for hernia-ventral with bowel obstruction, start foley, mefoxin and nasogastric in surgery. On (B)(6) 2006: (B)(6) medicine. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: epigastric and left lower quadrant pain, nausea, vomiting. Left lower quadrant hernia was reduced in the emergency department. Evaluate for diverticulitis. In the left lower quadrant, adjacent to several surgical clips likely related to prior hernia repair, a previously identified fat containing spigelian hernia now contains prominent loops of fluid filled small bowel. Small bowel proximal to this is mildly dilated. Small bowel distal to the hernia is decompressed. Findings are consistent with early small bowel obstruction. The previously identified spigelian hernia containing a nondilated loop of small bowel is similar in appearance. Focal soft tissue mass in the periumbilical subcutaneous fat is unchanged in appearance and remains associated with a fat containing hernia. Impression: spigelian hernia in the left lower quadrant previously contained fat and now also contains prominent loops of fluid-filled small bowel. The small bowel is mildly dilated proximal to this and decompressed distally, consistent with early small bowel obstruction. Right lower quadrant spigelian hernia and umbilical fat-containing hernia with adjacent subcutaneous soft tissue mass are stable. Bilateral pelvic hernia do not have the appearance of this the spigelian hernias and that the herniation traverses all layers of the anterior abdominal wall. On (B)(6) 2006: (B)(6) (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated left ventral hernia. Right ventral hernia. Umbilical hernia. Postoperative diagnosis: incarcerated left ventral hernia. Right ventral hernia. Umbilical hernia. Operation performed: laparoscopically assisted repair of left ventral hernia with mesh. Surgeon: (B)(6), md. Assistants: (B)(6) , md. Anesthesia: general endotracheal. Ebl: 200 cc. Specimen: 1) left ventral hernia sac. 2) portion of omentum. Drains: none. Complications: none. Description of operation: indications: the patient is a 52-year-old woman who presented to the emergency room with a one day history of left lower quadrant abdominal pain, as well as some nausea and vomiting. On examination, she had an incarcerated left lower quadrant ventral hernia. The patient underwent a CT scan of the abdomen and pelvis which revealed a left lower quadrant ventral hernia containing prominent loops of fluid filled small bowel with mildly dilated proximal small bowel and decompressed distal small bowel consistent with early small bowel obstruction. There was an additional right lower quadrant ventral hernia, as well as an umbilical hernia containing fat. Diagnosis of incarcerated left ventral hernia was made and risks, benefits and alternatives of laparoscopic ventral hernia repair, possibly laparotomy, were discussed with patient, she consented to the procedure. Procedure: ¿the patient was taken to the operating room and placed in the supine position. Scd boots were placed. The patient was given preoperative antibiotics. After general anesthesia was administered and patient was intubated, the abdomen was prepped and draped in a sterile fashion. A foley catheter was also placed preoperatively. Approximately 3-4 cm right upper quadrant transverse incision was then made after infiltration of the skin and subcutaneous tissues with 0.5% sensorcaine with epinephrine. The abdomen was then entered under direct vision. A 10/12 marlow balloon port was then placed through this incision. Abdomen was then insufflated with co2 gas to 15 mmhg. The patient was then placed in a steep reverse trendelenburg position. A 30ø laparoscope was then introduced. Extensive adhesions from intestines, as well as omentum to the abdominal wall were encountered. Two 5 mm left abdominal ports were then placed under direct vision away from the areas of adhesion after infiltration of the skin and subcutaneous tissue with 0.5% sensorcaine with epinephrine. Extensive adhesiolysis was performed in the lower midline and was extended to the left lower quadrant hernia. After extensive dissection and lysis of adhesions, the hernia could not be completely reduced into the peritoneal cavity. As such, given the risks of strangulation of bowel, the decision was made to perform a transverse incision in the left lower quadrant overlying the area of the incarcerated hernia. Approximately 8-10 cm transverse incision was then made over the left lower quadrant incarcerated hernia. This was taken down through the skin and subcutaneous tissue until the underlying hernia sac was encountered. Again, extensive dissection was required to free the hernia sac and its contents off of the surrounding subcutaneous tissue. Approximately three hours was spent during this process. The hernia sac was then opened as the contents could not be reduced. The hernia sac was noted to contain only incarcerated omentum at this point. The omentum was, as well as the hernia sac was resected and passed off the field as specimens. At this point, the fascial defect was evaluated and the fascial edges were cleared for appropriate suture placement for repair. An additional lateral, as well as medial, approximately 1 cm defect were also identified during this process. At this point, the hernia was felt to be an incisional hernia from the patient¿s previous gynecological operation. The hernia was then repaired using an oval composix mesh with the smooth side of the mesh toward the viscera and the rough side toward the abdominal wall. Mesh was placed in an underlay fashion and secured in place with 0 ethibond interrupted stitches. At this point, the abdomen was again reinsufflated. The mesh was noted to be in good position laparoscopically. At this point, after approximately four to five hours, the right side hernia was evaluated and was noted to contain extensive amounts of decompressed small bowel. The laparoscope was introduced into the hernia sac and there was no evidence of bowel obstruction. The hernia defect was wide open. Given the length of the procedure up to this point, the decision was made not to proceed with repair of the right-sided hernia at this point and to defer this as a second operation. [Illegible words] was noted and no bowel injury was identified, all ports were removed under direct vision. The fascial defect at the right upper quadrant was closed using 2-0 vicryl stitches. All incisions were then irrigated. The incision in the left lower quadrant was closed using 3-0 vicryl interrupted, 4-0 vicryl subcuticular running stitches. All other incisions were also closed using 4-0 vicryl subcuticular running stitches. Steri-strips, dry sterile dressings and tegaderms were then placed over the wound. The patient was then awakened, extubated and taken to the recovery room in stable condition.¿ on (B)(6) 2006: (B)(6) (B)(6) health system. Implants. Mesh composix kugel. 0n (B)(6) 2006: (B)(6) medicine. (B)(6), md; (B)(6), md. Pathology. Specimen #: s06-10062. Specimen(s) received: a: hernia sac. B: incarcerated omentum. Final diagnosis: hernia sac; repair: (specimen a) fibroadipose tissue with chronic inflammation. Presence of foreign body reaction, refringent to the polarized light. Incarcerated omentum; hernia repair: (specimen b) fibroadipose tissue with chronic inflammation, fibrosis, and congestion. Operation: attempted laparoscopic ventral hernia repair; laparotomy; ventral hernia repair with mesh. Clinical history: incarcerated left spigelian hernia with bowel obstruction. Gross description: a) the specimen, received fresh with the patient¿s name and identification number is labeled ¿hernia sac.¿ the specimen consists of a pink-tan fragment of connective tissue measuring 9.0 x 4.5 x 1.0 cm. One side has a glistening surface. There is also an attached fibroadipose tissue measuring 5.0 x 5.0 x 0.9 cm. Representative sections are submitted as follows: a1, a2 ¿ hernia sac; a3, a4 ¿ adipose tissue. B) the specimen, received fresh with the patient¿s name and identification number is labeled ¿incarcerated omentum.¿ the specimen consists of a segment of hemorrhagic omentum measuring 17.0 x 9.0 x 4.0 cm. Representative sections are submitted in cassettes ¿b1¿ through ¿b4.¿ microscopic description: the attending pathologist whose signature appears on this report has reviewed the diagnostic slides and has edited the gross and/or microscopic portion of the report in rendering the final microscopic diagnosis. On (B)(6) 2006: (B)(6) (B)(6) medical center. (B)(6) , do. Discharge summary. Admit date: (B)(6) 2006. Principal diagnosis: incarcerated incisional hernia. Restrictions of activity: is to do no heavy lifting. Follow up: dr. (B)(6) in two weeks. On (B)(6) 2006: (B)(6) medicine. Nurse notes. Complaint of constipation x3 weeks. States had hernia surgery (B)(6) 2006 and has been unable to go since then. Taking vicodin with colace ¿ colace not helping. Has also tried enema x2 without any help. Complaint of generalized abdominal pain and not being able to stand up straight. Dr. (B)(6) to bedside for evaluation. Patient not in room, not in bathroom, not in waiting room, not outside emergency room. A thorough effort made to locate patient. Patient eloped from department. Dr. (B)(6) aware. On (B)(6) 2006: (B)(6) medicine. (B)(6). Emergency room visit. Presents with diarrhea, nausea and vomiting x3 today. States this started this morning and continued throughout the day. Did not have bright red blood per rectum or melena. Had bilious vomit, no blood. Denies abdominal pain. Did have hernia repair 3 weeks ago without complications. Exam: gastrointestinal: positive bowel sounds, nontender, nondistended. Impression/plan: likely has gastroenteritis. Patient says she was on antibiotic treatment post surgery so clostridium difficile is possible. Intravenous fluids 0.9 normal saline bolus, zofran, send for clostridium difficile toxin if patient is able to provide stool sample. Feeling better after zofran and intravenous fluids; does not think she can provide stool sample. On (B)(6) 2006: (B)(6) medicine. (B)(6), do; (B)(6), md. Emergency room visit. Presents with pain. Past medical history of hysterectomy, abdominal hernia repair early (B)(6) 2006 presents with complaint of left lower quadrant pain at repair site. States has had pain at surgical site since hernia repair in (B)(6) however states that last night pain started radiating up her left side. Denies fever, chills, nausea, vomiting. Denies changes in stool. States urine has been dark and ¿smells bad.¿ social history: tobacco (1/2 pack for 30 years) and ethanol alcohol (social). Exam: gastrointestinal: soft, obese, large keloid over inferior aspect of abdomen, no masses, no guarding. Tenderness to palpation superficially in left lower quadrant, 10 cm firm superficial mass in left lower quadrant, scar in left lower quadrant is clean dry and intact. Impression/plan: abdominal pain/left lower quadrant distention: complete blood cell count, basic metabolic panel, urinalysis, CT abdomen with contrast, pain currently 0/10 while sitting still, refused pain medication. Abdominal CT result demonstrates 14x6 cm fluid collection in subcutaneous fat tissue as well as 4x5 cm fluid collection on right. Discussed with dr. (B)(6) regarding fluid collection. Dr. (B)(6) states at this time not to tap the fluid due to risk of infection. Per dr. (B)(6), patient is to call office and make an appointment for thursday. On (B)(6) 2006: (B)(6) medicine. (B)(6), md. Emergency room visit. New fluid collection in subcutaneous fat in area of left hernia repair (14 cm x 6 cm) and smaller one in subcutaneous fat over right hernia. Measures simple fluid. No obstructed or incarcerated hernias. Dr. (B)(6) notified, was aware of fluid collection on post-op follow up visit. Dr. (B)(6) would not drain this and recommends outpatient follow up in clinic this thursday. Return if fevers, increasing swelling or pains, feeling sick, vomiting or for any other concerns. Ready to go home and stable for discharge. On (B)(6) 2006: (B)(6) medicine. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: left lower quadrant abdominal pain status post multiple hernia repairs, palpable abnormality over the left surgical incision. Right lower quadrant abdominal hernia is again noted and contains a loop of nondilated small bowel. The proximal and distal small bowel loops are also nondilated. Adjacent to the hernia defect is a focal flow collection within the subcutaneous tissues measuring 4.1 x 4.9 cm. There are surgical clips in the region of a previously noted left lower quadrant hernia. While the herniated small bowel loops no longer remain, there is a new 14 x 6.5 cm fluid collection in this region within the subcutaneous tissues. There is infiltration of the subcutaneous fat adjacent to this fluid collection. Also noted is a small fat containing umbilical hernia with associated infiltration of the adjacent fat and small 1.7 x 1.5 cm focal fluid collection. Impression: no evidence of obstructing hernia. Interval development of fluid collections related to the previously noted right and left abdominal wall hernias as well as the umbilical hernia. These may represent postoperative seromas or abscesses. On (B)(6) 2007: (B)(6) medicine. Nurse notes. Complaint of hernia since tuesday. States was straining with bowel movement and hernia popped to right lower quadrant. States this has happened before, doesn¿t go to doctor for it and ¿I know how to fix it.¿ states is here because work will not let her return without note. Swollen area noted to right lower quadrant, abdomen soft and nondistended. Denies pain, nausea/vomiting/diarrhea. Patient eloped without signing against medical advice paper, advised to stay and be seen patient verbalized understanding and refused to stay.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh, wound infection, placement of wound vac, adhesions to the mesh, murky bilious fluid encountered at anterior to the gore mesh. Additional event specific information was not provided.